Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that error code 8286 was encountered. The patient was scheduled for a refill on (B)(6) 2012 at 9am. Empty reservoir alarm was discussed with the reporter. The patient did not hear any alarm. It was uncertain what kind of drug was in the pump. It was noted that there was some ¿concoction¿ indicating fentanyl might be one of the drug. Additional information has been requested, but was not available as of the date of this report.